Event description:
It was reported that the pump showed last error code 1230. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer stated problem was confirmed. The device was showing last error code 1230. The code was cleared, and the pump was tested. After the long-term test, the pump was found to be operating properly and without any renew error codes. No further action will be taken.